Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. An additional observation related to the customer reported complaint: the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. The instrument was found to have damage of the conductor wire¿s insulation. The instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The complaint regarding a melted insulating sheath was confirmed by failure analysis.

Manufacturer narrative:
Based on the claim against the product by the customer noting melted insulating sheath, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument insulating sheath was melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument was inspected after procedure for damage and the insulating sheath was found to be melted in the proximity of the instrument tips. The instrument did not collide with any other instrument or tool during procedure and there was no arcing observed. The surgeon believed that a faulty instrument caused the event. There was no patient injury.